Event description:
Right ventricular lead integrity alert triggered due to ¿sic 720 and non-sustained ventricular tachycardia electrogram morphology recurrence¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).